Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Data log review confirmed the alarm. The console was tested on an engineering lab bench. The alarm was reproduced by creating the air gap between the white plug from the impella catheter and the blue catheter plug in the console. The root cause of the ¿placement signal not reliable¿ - alarm from the aic was most likely due to the air gap. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant had a cp pump to support a patient undergoing high-risk percutaneous coronary intervention. During set up the console gave a "optical sensor system error" alarm. The console was exchanged for a different one and the problem was resolved.